Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident to receiving dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized. On an unreported date, the patient was treated with fortum and refline. The patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.